Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Medical staff reported via regulatory agency "upper rupture with silicone externalization and polypoïde reaction of the periprosthetic caspule." Affected side unknown. Device has been explanted.

Event description:
Healthcare professional reported via regulatory agency right side "upper rupture with silicone externalization and polypoïde reaction of the periprosthetic caspule."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified broken shell, non-penetrating nicks, missing, wear abrasion and red particles. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks